Event description:
It was reported that the customer was having discrepancies with his sensor reading and blood glucose reading. Customer's blood glucose was 120 md/dl. Troubleshooting was done. It was determined that customer was not adhering to calibration recommendation. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.